Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the part of the usb cable which plugs into the pump became bent and was unable to charge the pump. There was no reported impact to the customer's blood glucose level. Reportedly, the customer was able to charge the pump successfully using an alternate cable.